Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not been hearing as well as before with the device. Recommended imaging and appointment with surgeon scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has not been hearing as well as before with the device. There has been no report of pain, illness or medical change. Decrease in hearing performance started in (B)(6) 2017. According to the user's parents the user was possibly hit with a basketball in the head sometime last year and she bumped her head at school this year. The recipient was re-implanted.